Event description:
It was reported that the patient experienced ineffective therapy with both (left/right) dns system. Impedance check revealed high impedance. As such, surgical intervention took place wherein the extensions were explanted to address the issue. The impedance on left side remains. However, the effective therapy was establishing via reprograming.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.